Manufacturer narrative:
The revision reported was likely the result of micromotion caused by an insufficient bond between the femoral component and the bone cement, which led to femoral loosening.

Event description:
Index surgery: 2013. Revision of optetrak logic knee components due to femoral loosening.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery 2013. Revision of optetrak logic knee components due to femoral loosening.